Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and the alarm related to the cassette not attached properly, was noted in the ehl. The service history review was performed, and it was noted that the complaint was related to previous service of the device. The device failed the disposable test due to the cassette not attached properly. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective downstream occlusion (dso) sensor.

Event description:
It was reported that the pump was not working properly due to a defective downstream occlusion (dso) sensor. There was no patient involvement and harm.